Event description:
The customer reported that the g5 bedside monitor is not responding to touch. They tried plugging in a usb mouse to press the ok button to shut down but that did not work. Tech support (ts) then had him remove the battery then pull the power cable. Upon reboot, the touch screen was still unresponsive. They tried rebooting once more but still no response. Not in patient use.

Manufacturer narrative:
The customer reported that the g5 bedside monitor is not responding to touch. They tried plugging in a usb mouse to press the ok button to shut down but that did not work. Tech support (ts) then had him remove the battery then pull the power cable. Upon reboot, the touch screen was still unresponsive. They tried rebooting once more but still no response. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the g5 bedside monitor is not responding to touch. They tried plugging in a usb mouse to press the ok button to shut down but that did not work. Tech support (ts) then had him remove the battery then pull the power cable. Upon reboot, the touch screen was still unresponsive. They tried rebooting once more but still no response. Not in patient use.

Manufacturer narrative:
The customer reported that the g5 bedside monitor is not responding to touch. They tried plugging in a usb mouse to press the ok button to shut down but that did not work. Tech support (ts) then had him remove the battery then pull the power cable. Upon reboot, the touch screen was still unresponsive. They tried rebooting once more but still no response. Not in patient use. Investigation conclusion: the complaint device was received. The unit was evaluated and the complaint was duplicated. The cause was determined to be touch panel failure. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.